Manufacturer narrative:
Date rec'd by MFR: 27mar2019. The manufacturer's field service engineer reported that the customer had said a failed power outlet and not a bent gas outlet. The manufacturer's field service engineer confirmed the reported ac inlet issue. The manufacturer¿s field service engineer (fse) replaced the defective ac inlet to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/21/2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the gas outlet port was bent. There was no patient involvement. The event date was not specified; estimate used.